Event description:
It was reported that there is a suspected extra deflections on this right ventricular (rv) lead that appeared to be lining up with the atrial activity. All measurements were within normal limits. The extra deflections were not oversensed. Additionally, there was noisy signals six months ago, but not oversensed. Boston scientific technical services (ts) recommended office evaluation of the rv lead since the patient in dependent. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).